Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a follow-up on (B)(6) 2019. During device interrogation, atrial lead noise was noted as inappropriate auto mode switch (ams) episodes stored on multiple electrocardiograms (egms). The noise was not reproducible in the clinic with isometric testing. Since the last device interrogation in august 2018, multiple atrial noise reversions had been recorded by the device. The episode trigger was switched off in 2018, and therefore, no egms were stored for review. The latest atrial noise reversion was recorded on august 5, 2019. No noise reversions on the ventricular channel were recorded. During the device check on 7 august 2019, the atrium was being paced often whereas the ventricles were being paced rarely. The patient¿s underlying rate was sinus rhythm and overall device function was stable. The episode trigger for noise reversion was switched to low so that any stored episode egm could be reviewed at the following device check. No other major programming changes were made. The patient remained stable during and post device check.